Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 15mm maverick²¿ balloon catheter was advanced to dilate the lesion. The physician felt a different sensation than usual when trying to push the balloon on an unspecified guidewire. The physician noticed on the screen that the tip of the balloon catheter did not move when pushed distally. The physician retrieved the catheter and noticed that it was cut in two pieces approximately 25cm from the distal tip. The physician retrieved the unspecified guiding, the unspecified guidewire, and the balloon catheter together to be sure nothing remains inside the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was tightly folded. The hypotube was completely separated 84.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks throughout the catheter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.50mm x 15mm maverick 2 balloon catheter was advanced to dilate the lesion. The physician felt a different sensation than usual when trying to push the balloon on an unspecified guidewire. The physician noticed on the screen that the tip of the balloon catheter did not move when pushed distally. The physician retrieved the catheter and noticed that it was cut in two pieces approximately 25cm from the distal tip. The physician retrieved the unspecified guiding, the unspecified guidewire, and the balloon catheter together to be sure nothing remains inside the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.